Event description:
In 1997, patient had lumbar decompressive laminectomies (per indication section of operative report dated (B)(6) 2005. (Pt.) Came back complaining mainly of significant pain in the posterior lumbar region radiating down both legs. MRI and plain x-rays showed significant spondylolisthesis with instability at l4-l5 with recurrent stenosis with some overgrowth of bone. On (B)(6) 2005: patient underwent lumbar re-exploration for decompressive laminectomies l4 and l5 with bilateral foraminotomies to decompress the thecal sac and nerve roots. Posterior lumbar interbody fusion using cages packed with autologous morselized harvested lamina bone bilaterally at l4-l5. Percutaneous placement of pedicle screws using the at l4-l5. On 05/01/2007: patient underwent open reduction and internal fixation, right foot. Patient had displaced intra-articular calcaneal fracture, right side. Patient tolerated procedure well. On (B)(6) 2007: patient underwent: complete radical anterior cervical discectomy, osteophytectomy, and bilateral foraminotomy c2-c3. Anterior cervical arthrodesis c2-c3 using 7 x 11 x 14-mm competitor allograft bone block bone. Anterior cervical instrumentation c2-c3 using competitor plate system. On (B)(6) 2007. ER visit: patient was seen for nausea, vomiting, headache, elevated blood pressure. (Pt.) Has had nausea and vomiting for about 4 days. (Pt.) Had an anterior approach for cervical discectomy on (B)(6) 2007 and had been doing relatively okay until about 4 days ago when (pt.)started having nausea and vomiting but no abdominal pain. (Pt.) Has had a little bit of chilling on and off but no fever. (Pt.) Describes a headache, a burning sensation that radiates from the neck up around the ears. (Pt.)has not had any difficulty swallowing. She has had some problems with constipation. (Pt.) Has had some difficulty with urination and has even done some straight catheterization at home. Diagnostic impression: acute gastritis, urinary tract infection, possibly the etiology for the primary diagnosis. Acute cephalgia which is basically acute on chronic. Hypertensive urgency and (pt.) Blood pressure has resolved with the labetalol 10mg intravenously. On (B)(6) 2007: patient was seen for follow-up. Overall looks quite well. (Pt.) Has no swallowing trouble whatsoever. On (B)(6) 2008: per patient¿s health history: patient¿s own description of symptoms: ¿screw to left rod in back protruding and causing pain between rods more thoracic vertebrae hurting across shoulders and arms. Symptoms onset 6-8 months ago.¿ on (B)(6) 2008: patient was seen for follow-up. Patient states (pt.) Has a lymph node that there is concern about lymphoma. (Pt.) Is getting this worked up. (Pt.) States (pt.) Is about ready to have surgery on lumbar spine again. The surgeon has concerns that this may not help (pt.) As much as (pt.) Would like and (pt.) Is obviously at significant risk as (pt.) Bones do not seem to hold screws and rods well. (Pt.) Is not having much in the way of significant swallowing problems. On (B)(6) 2008: patient seen for follow-up. The screws in back are very superficial and are irritating skin. (Pt.) Wants these removed but not quite ready to have the operation. (Pt.) Has significant osteoporosis. (Pt.) Bone does not hold the instrumentation well. It may be feasible and reasonable to remove the hardware and place the fuse bmp to stimulate bone growth, place her in a brace and have a bone stimulator placed. On (B)(6) 2008: x-ray lumbar spine conclusion: stable findings as described compared with (B)(6) 2006. Grade 2 to grade 3 stable spondylolisthesis at l4-6 is again noted. No evidence of instability throughout the range of motion is appreciated. On (B)(6) 2008: patient had an MRI lumbar conclusion: grade three-four anterolisthesis of l4 on l5. This does not appear to be significantly different when comparing the radiographs from (B)(6) 2006. Associated severe central canal narrowing and at least moderate to severe bilateral neural foraminal narrowing is noted. Relatively stable t9-10 disc osteophyte complex causing moderate to severe central canal narrowing and mild cord compression. Right-sided l3-4 neural foraminal stenosis secondary to degenerative change and disc disease. No mr evidence for diskitis or significant epidural scar formation. On (B)(6) 2008: patient is seen for follow-up. (Pt.) Is quite bothered by pain in low back into right leg. (Pt.) Has pain all over her body. The screws are pushing out through the skin. (Pt.) Has lost quite a bit of weight. (Pt.) Follow-up MRI shows stenosis. It shows the significant spondylolisthesis which appears stable between flexion and extension on x-rays. Plan for removing the screws most likely using the quadrant retractor system and hopefully being able to decompression further in the spinal canal to help with any stenosis and then using in situ bone graft with bmp 2 to help with an in situ fusion. (Pt.) Will need to wear a brace and a bone stimulator. On (B)(6) 2008: patient underwent: removal of pedicle screw fixation system from l4-l5 posteriorly. Lumbar decompression inferior l3 through superior s1 (re-exploration). Lateral mass/transverse process arthrodesis at l4 through s1 utilizing a combination of bmp-2 and harvested morselized lamina bone. Indications: patient has had multiple surgeries in chronic pain. In 2005, (pt.) Had posterior lumbar interbody fusion with decompression at l4-l5 utilizing the sextant system with pedicle screw fixation. (Pt.) Bones did not hold the screws. The screws had come loose. On (B)(6) 2008: patient was discharged patient had removal of previously placed pedicle screw fixation system with lumbar decompression and lateral mass in situ fusion l4-s1. Postoperatively, she did have a foot drop, which is improving significantly on the left. She needed extensive physical therapy; no local rehab or nursing home that would take (pt) with current insurance. Thus, (pt) had an extended stay in the hospital. (Pt.) Is being discharged to home in stable and improved condition. Prescription for roxicodone. On (B)(6) 2008: patient was seen for follow-up. Lumbar staples removed. Patient states pain is more tolerable but still there. Patient had pt and ot therapy (B)(6) 2008 through (B)(6) 2009. On (B)(6) 2009: patient was seen for follow-up. (Pt.) Is about three months status post lumbar surgery. (Pt.) Is marked improved. (Pt.) Is very happy with the results of surgery. (Pt.) Says feels much better. (Pt.) Main complaint now is pain in posterior cervical region into mid back. (Pt.) Is to see an orthopedic surgeon about knee and shoulder. (Pt.) Was offered a prescription for physical therapy but declined. MRI will be obtained of the cervical and thoracic spine. On (B)(6) 2009: x-ray lumbar spine conclusion: mild grade 3 anterior listhesis l4 on 5. No apparent instability, the deformity appearing fixed. Previous posterior fusion changes l4 and 5 with prior metallic hardware removal. Prior laminectomy changes l3, 4 and 6, and prior l4-6 disc implant. On (B)(6) 2010: per patient¿s health history: patient¿s description of symptoms: ¿headaches (sharp pains) neck stiff, swollen at times with knots in front and soreness at base of skull. Pain radiates down spine (thoracic) to clavicles, arms, and hands. Odd sensations, knots and swelling in neck, choking and difficulty swallowing at times.¿ on (B)(6) 2010: patient was seen for follow-up. (Pt.) Has complaints of knots in the front of neck. (Pt.) Also complains of neck pain, headaches and mid thoracic pain. When (pt.) Pushes on left ribs it hurts in back all the way up into neck. (Pt.)has no real focal neurologic deficits. (Pt.) Has some bruising all over arms. (Pt.) Suffers from chronic pain. Mris of the brain and cervical and thoracic spine will be ordered as well as bone scan. Patient declined physical therapy. On (B)(6) 2010: x-ray cervical spine quality of document is hard to read. On (B)(6) 2011: patient had MRI cervical spine, MRI thoracic spine, MRI lumbar spine with and without contrast. Impression: cervical spine: there is extensive central myelomalacia beginning at c2 and extending to c5. This appears stable when compared with the prior study from (B)(6) 2007. C2 appears to be slightly subluxed posteriorly with respect to c3, and there is canal narrowing at this level. MRI thoracic spine: exam is compared to an outside study from 07-07. Impression: stable central disc protrusions at t7-8 and t9-10, from a prior study of 2007. No new findings. MRI lumbar spine: impression: prominent anterolisthesis of l4 with respect to l5, with chronic irregularity of the end plates. The appearances are similar to those seen on (B)(6), and no new findings are apparent since that time. On (B)(6) 2011: per patient¿s health history: patient¿s description of her symptom: ¿legs giving out, head pains, visual, dizziness, loss of balance, sharp pains, knee locks up or gives out, feet numb and hands spasms allover. Onset of symptoms approximately 6 mos. Lower abs cramps that spread to hips, lumbar will go into spasms, sometimes I fall, hurts to turn over in bed¿ no office dictation for this visit. On (B)(6) 2011: patient was seen for follow-up. (Pt.) Has had chronic chest pain. (Pt.) Has pain in neck, mid back, low back and right leg. The worst is in the low back and right leg mainly in the hip area. (Pt.) Has pain between her scapular areas. (Pt.) Has urinary frequency. This has been an ongoing chronic problem. Physical exam show patient has kyphosis at the lumbar spine with some mild spasm, but no real point tenderness and no obvious bony step offs at this time. Gait exam: (pt.) Walks with a walker, flexed at the waist. (Pt.) Cannot do tandem gait. Diagnostics: MRI of the cervical spine shows multiple areas of fusion. There is extensive myelomalacia throughout the cord which apparently is stable from 2007. (Pt.) Does have some element of canal narrowing at c2/3. (Pt.) Has fused before in the area. Thoracic MRI does show stable disc protrusions at t7/8 and t9/10 from the study in 2007. MRI of the lumbar spine shows the spondylolisthesis at l4/5. There is rather significant stenosis at this level. Impression: (pt.) Suffers from chronic pain. (Pt.) Has significant abnormalities of spine. Options include further aggressive conservative measures or further surgical intervention. (Pt.) Bone quality is very poor. Her nutritional status is poor. (Pt.) Is very thin. Patient refused to consider any type of surgical intervention. (Pt.) Does understand that there is some risk that this amount of stenosis could cause her an element of paralysis. (Pt.) Was given a prescription for a tens unit, a prescription for physical therapy, a prescription for a better rolling walker as well as a prescription for a scooter. (Pt.) Requested for increase pain medication. This request was deferred to (pt.) Primary care physician. Other options would be a morphine pump, spinal cord stimulator, but (pt.) Refuses to be cut on. (Pt.) Continues to smoke. On (B)(6) 2011: patient had CT head scan. Indication: pain there is no mass effect or midline shift. There is no hydrocephalus or evidence of acute intracranial hemorrhage. No acute intracranial abnormality. On (B)(6) 2011: patient had duplex scan (carotid). Indication: dizziness, left sided weakness. Hypertension right carotid artery: duplex imaging of the right carotid artery shows no significant plaque or stenosis. Doppler analysis shows normal waveforms and velocities. Left carotid artery: duplex imaging of the left carotid artery shows no significant plaque or stenosis. Doppler analysis shows normal waveforms and velocities. Conclusion: there is no hemodynamically significant stenosis noted in either carotid artery (less than 40% stenosis) on (B)(6) 2011: patient had MRI of the brain. Indication: seizure disorder conclusion: scattered small foci of abnormal increase of t2 signal within the site matter bilateral as well as brainstem. This is n non specific in nature but most commonly seen in the setting of small vessel ischemia. No gross evidence of hippocampal sclerosis allowing for limitation due to patient motion. No evidence of acute infract. On (B)(6) 2011: patient had an electroencephalography: history of seizures and anxiety. Eeg: essential normal. Electroencephalogram consists of wakefulness and drowsy state which is within normal limits. On (B)(6) 2011: per patient¿s health history: patient states (pt.) Symptoms are: ¿ arms hurt when thoracic area hurts, headaches severe with sore neck from thoracic radiating into cervical area. Vision impaired, balance impaired at onset of head pain (from spine) sore neck.¿ on (B)(6) 2011: patient seen for follow-up. Not much has changed. (Pt.) Has multiple areas of pain. (Pt.) Has not been able to see somebody to consider a spinal cord stimulator or morphine pump. (Pt.) Refuses to consider any further surgical intervention. (Pt.) Said bones are crumbling. On exam: (pt.) Blood pressure is 160/100. Impression: (pt.) Suffers from chronic pain. (Pt.) Refuses to consider any further surgery; further spine surgery could be a disaster in this patient. (Pt.) Has had problems with bones being soft, etc. On (B)(6) 2011: patient was admitted for questionable seizures. Eeg was requested. Neurology was consulted. After reviewing the eeg, neurology still does not have the impression that this was acute seizure, but they recommend following up with the patient as an outpatient. Lower extremity weakness: neurosurgery was consulted. They requested CT angiogram of the brain which has shown that the vessels are patent and she only has small vessel disease. Patient was discharged on (B)(6) 2011. On (B)(6) 2011: [dr] consulted while patient was admitted for questionable tia. (Pt.) Has currently developed weakness in the feet. Also, (pt.) Hands do not feel as strong to her as they should be. Physical exam: (pt.) Has some mild diffuse spine discomfort, some mild interosseous weakness in her hands. She seems to have fairly significant dorsiflexion weakness of the feet. Reflexes are absent throughout her upper and lower extremities. Radiologic studies show no acute process, although obviously she has significant problems in her spine, particularly of the lumbar spine. On (B)(6) 2012: per patient¿s health history: patient states symptoms are: ¿sharp spasms in entire spine, sciatic pains down legs thru hips and pelvis, sharp hot stinging ache / jab in thoracic spine between shoulder blades / radiates into arms ribs and up into chest and clavicles and headaches, also into lumbar region, falls and seizures.¿ there is no clinic dictation for this visit. On (B)(6) 2012: patient was seen by physician in the hospital in (B)(6) 2011 for questionable seizures/tias. (Pt.) Has multiple areas of pain in low back all the way up to her head. (Pt.) Has weakness in her leg, particularly feet. (Pt.) Has a brace on knee and has special type of boots that hold her feet in dorsiflexion. (Pt.) Bowel and bladder function has not been good for quite some time. Impression: (pt.) Has chronic pain. (Pt.) Has obviously significant abnormalities in the spine. (Pt.) Has severe spondylolisthesis l4 and l5 which has failed a fusion before. (Pt.) Understands that if the slippage becomes worse in the lumbar spine, she could become paraplegic with total loss of bowel and bladder control; however, she flatly refuses to consider further surgical intervention. Her bones are not good. She seems to want a morphine pump. She apparently has issues getting into any pain clinics. She asked for a tens unit. A prescription was given for tens. On (B)(6) 2013: patient had MRI lumbar spine: reason for exam: thoracic disc degeneration, lumbar neuritis. Low back pain, right hip pain, legs giving out. Conclusion: interval removal of the trans-pedicle screws at l4 and l5. Otherwise, no significant change when compared to previous study. The predominant finding is grade 2-3 anterolisthesis of l4 on l5 with severe central canal stenosis at this level and also severe bilateral neural foraminal narrowing. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.